Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned device was unremarkable. -medical records received and evaluation: a medical review was performed and indicated: "the x-rays show an adequate component position for stem and cup and as such no clear cause for the problem can be established using the available information." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports that capture information about the problem, lateral x-ray, patient history & follow-up notes are needed to investigate this event further. No further investigation is required at this time. If additional information available, this investigation will be reopened.

Event description:
The surgeon reported that in the last few weeks the patient has been experiencing popping and clicking. There was no pain. The surgeon stated the patient will be revised in the next few weeks.

Manufacturer narrative:
Additional information has been requested. If received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The surgeon reported that in the last few weeks the patient has been experiencing popping and clicking. There was no pain. The surgeon stated the patient will be revised in the next few weeks.